Event description:
Complainant alleged that the led lights are going out and blanking out on the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. D4: the UDI# was not provided by the reporter.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. The device underwent assessment by a qualified technician and upon evaluation, the absence of an led display was confirmed. Furthermore, the main board was determined to be defective, and a replacement main board was ordered to resolve the issue.